Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad buttons became less responsive since (B)(6) 2011. The patient reportedly wore the pump attached to a belt and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The 'up', 'down', 'ok' and 'contrast' buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the keypad button contacts. Unrelated to the event the battery compartment was found to be cracked. The battery cap threads were found to be stripped. Unrelated to the event the internal battery was found to have failed and the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The display was found to be faded and pink. The 'up', 'down' and 'contrast' button contact were found to be inverted.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.